Event description:
The customer contacted physio-control to report that their device powered off several times. In this state the device may delay or may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Physio-control further evaluated the customers device and inadequate electrical connection due to loose battery pins was determined to be the cause of the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause was determined to be due to loose battery pins.

Event description:
The customer contacted physio-control to report that their device powered off several times. In this state the device may delay or may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the device and was unable to duplicate the reported issue. Physio reviewed the device data and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off several times. In this state the device may delay or may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.